Manufacturer narrative:
The reported complaint with the autopulse platform (sn (B)(6) not resuming compressions after being paused was confirmed through archive data and functional testing. Although the customer did not report any user advisory messages or fault codes, the archive data showed multiple instances of user advisory 11 (max patient temperature exceeded) and fault code 41 (patient temperature sensor failure) on the reported event date. Ua11 advisory was replicated during functional testing; however, after removing and reinstalling the temperature sensor, the issue was resolved. The temperature sensor will be replaced as a preventive measure because it caused the intermittent occurrences of fault 41 and ua11 messages, which led to the platform not performing compressions after pressing the start/continue button. The issue with the temperature sensor is likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in june 2015 and is over 10 years old. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during patient use of the autopulse platform (sn (B)(6), they paused the compression and then pressed the start/continue button to resume compressions, but it didn't. The customer did not provide information on why they paused the autopulse platform or whether it displayed any user advisory messages, fault codes, or prompts. After removing and reinstalling the lifeband, the platform was able to resume compressions. The customer's clinical engineer reported that the hinged belt guard on the lifeband was damaged after use. The customer discarded the lifeband but provided a picture that showed that the tyvek liner of the lifeband had detached from the hinged belt guard. It is unknown if there were any consequences or impact on the patient.